Event description:
The hosp staff attempted to use the device to administer external pacing to a pt diagnosed in 3rd degree heart block. The device allegedly failed to deliver pacing stimuli to the pt. This opinion was based on the lack of capture observed by the operator. A pacing leads off alarm also occurred inappropriately. The operator removed and reinserted the pacing cassette into the mating defibrillator and the device allegedly started pacing the pt spontaneously without the operator pressing any buttons. An external transvenous pacemaker was subsequently applied. There were no injuries to the pt reported as a result of the alleged malfunction. The pt was released for home the next day.

Manufacturer narrative:
The hosp biomedical engineering staff evaluated the device and observed proper operation. Physio-control subsequently evaluated the device. Performance and functional testing was done. The alleged malfunction was not duplicated or confirmed. The device will be returned to the customer.